Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.